Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned device shows significant use during its 8 year lifespan. The cutting tips are very dull and the bottom jaw is broken off. Due to the heavily worn appearance, it appears that the cutting edge was previously damaged. Due to a blunt edge, an excessive cutting force was necessary which caused the breakage. The fracture surface is homogenous, indicating material conformity. No product fault could be detected, and this complaint is confirmed. The drawing for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. The device shows significant use during its 8 year lifespan. The shaft and handle have a few dings, scratches, and discolorations consistent with normal usage. The plate alignment pin is both worn and deformed. The bottom cutting jaw is broken off and the cutting tips are dull. The returned instrument(s) are part of the locking compression plate (lcp) system; and proper use and maintenance are addressed in technique guide(s). These cutters are recommended for use with the locking calcaneal plates (241.618, 241.619, 241.622-241.627), pilon plates (240.082 and 240.083), 8-hole locking attachment plates (02.120.602, 04.120.602, and 02.120.604), universal locking trochanter stabilization plate (02.102.001) and in the elbow set for the olecranon plate (236.502-236.513 and 436.502-436.513). These complaint conditions are due to wear over the instrument¿s 8 years of service and not due to the instrument¿s design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that there are no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the teeth is broken off of the bottom of the locking calcaneal plate cutter. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.